Event description:
User claims insulin will not come through the pen needle." 10 pen needles were defective and would not allow insulin to be dispensed". User alleged that the needles seemed to be "blocked".